Event description:
On (B)(6) 2019 a patient was intended to receive a perceval pvs21 sutureless aortic heart valve implant (sn: (B)(4)). The procedure occurred at (B)(6) the manufacturer was notified that the device was explanted the same day and replaced with a perceval pvs23. No further information was received.

Manufacturer narrative:
The manufacturer received the following additional information from the site on(B)(6)2020. The case was a redo operation. The site explanted a previous implanted mitroflow valve and initially implanted a small perceval s valve but because the valve was too small and was undersized, it embolized slightly upwards. The site continued to operate and after removing more tissue and explanting the original valve discovered that a medium valve was the correct size. At this point the medium size perceval valve was implanted. Everything went well with the procedure. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Based on the information received the event was not attributable to any device related malfunctions or deficiencies and the root cause is deemed to be cause traced to user : unintended use error caused or contributed to event - mis-sizing

Event description:
On (B)(6)2019 a patient was intended to receive a perceval pvs21 sutureless aortic heart valve implant (B)(6). The procedure occurred at london hsc univeristy campus the manufacturer was notified that the device was explanted the same day and replaced with a perceval pvs23. No further information was received. The manufacturer received the following additional information from the site on (B)(6)2020. The case was a redo operation. The site explanted a previous implanted mitroflow valve and initially implanted a small perceval s valve but because the valve was too small and was undersized, it embolized slightly upwards. The site continued to operate and after removing more tissue and explanting the original valve discovered that a medium valve was the correct size. At this point the medium size perceval valve was implanted. Everything went well with the procedure.